Manufacturer narrative:
(B)(4). The reported complaint of system error 3 alarm was confirmed upon fields service. The customer returned an ac2 cpu board without firmware (part number: 77-1000-002, s/n: (B)(6) for investigation. The sample was returned in a brown cardboard box with protective packaging, further enclosed in a pcb shipping box and esd bag (inp-1 through inp-4). Visual inspection of the returned sample was performed (inp-5 through inp-19). No abnormality was noted. Lab inventory firmware was installed into the returned cpu board. The cpu board was installed into a known good ac2. The pump powered up successfully (anp-1). The static ram and all voltages were within specification. Multiple class 1 alarms were purposely generated, and piezo alarm (high pitch audible tone) was triggered each time. The pump was left to run for over 1 hour without any alarms or errors (anp-2). Based on a review of the device history record (DHR), the product met specification upon release. The returned cpu board passed functional testing during the complaint investigation. The root cause of this complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "while performing pm the pump start displaying "system error 3". No patient involvement.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "while performing pm the pump start displaying "system error 3". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). In section added the information available for the UDI #, there was no lot number reported. Therefore, the full UDI # is unable to be provided. UDI related data quality updates only. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "while performing pm the pump start displaying "system error 3". No patient involvement.